Event description:
It was reported that the patient received an end of battery life message on the remote control (rc) and was having difficulty communicating the rc to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient received an end of battery life message on the remote control (rc) and was having difficulty communicating the rc to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. Additional information was received that the explanted ipg was not returned as it was kept by the medical facility. It was also noted that the patient used tonic stimulation on four different leads.